Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: 1314492-2013-11665 . The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned. An evaluation will be completed and a supplemental report will be submitted.